Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. Section e1 - phone number complete entry = (B)(6). The complaint investigation for a false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 58183ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 58183ud00, was identified.

Event description:
The customer observed false positive architect total b-hcg results for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2024, was 56.53 iu/ml, which was released from the laboratory. The result was questioned, so the sample was repeated on (B)(6) 2024, and the result was 60.13 iu/ml. The patient was recollected, under sample ID (B)(6) and the result was 61.36 iu/ml. The samples were then sent to a reference laboratory where sample ID (B)(6) result was <0.60 iu/ml, which is negative and sample ID (B)(6) result was <0.60 iu/ml. There was no impact to patient management reported.